Event description:
The customer reported the ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The MFR's svc tech confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart. The ventilator was returned to the mfg facility for further servicing and investigation.

Manufacturer narrative:
Na.